Event description:
During the t2 femoral nail surgery, the surgeon drilled the proximal screw hole (the 3rd screw hole from the most proximal screw hole) of the nail. However, the drill was contacted to the edge of proximal screw hole of the nail. Therefore, the surgeon reamed the outside cortical bone by the drill of the 5.0mm diameter, and drilled the hole for the inner side cortical bone with the drill of the 4.2mm diameter again and the surgeon inserted the screw.

Manufacturer narrative:
Device will not be returned. Once the investigation has been completed, any add'l info will be reported in a supplemental report.